Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during flow rate accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11:the device was received for evaluation. During functional testing, the customer reported issue of ¿over infusing¿ was not reproduced. The device was tested for flow rate accuracy and it passed the test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.